Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the event.

Event description:
It was reported that an 840 ventilator was inoperative. At this time, it is unknown if there was patient involvement. A third party service provider inspected the device and replaced the air flow sensor. The unit passed all testing and operates within the manufacturing specifications.